Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. In addition, failure to ensure a secure connection between the driveline and controller may cause an electrical fault. A fault in the continuity of the pump to controller connection could be in the pump, driveline and connector or within the controller. Failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. When this alarm condition occurs, the pump will be running on a single stator and will consume slightly more power. The IFU and patient manual caution the user to always have a backup controller available and programmed identically to the primary controller. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a 'vad stop'. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was brought from the ambulance to the hospital on (B)(6) 2017.  They needed to be reanimated, and were intubated.  The circulation was "okay."  They noted that there were electrical faults and a pump stop.  The care giver reported that they had the alarms and so the batteries were replaced, but it did not help.  The patient was stable in the intensive care unit.  The controller showed up with "zeroes" on the display followed by three single beeps.  Per the patient's spouse, a controller exchange was attempted, but was not successful.  There was a single electrical fault on (B)(6) 2017 followed by a vad stop alarm/vad disconnect alarm.  On (B)(6) 2017, the patient was reanimated, but was still ventilated on ICU.  An electrical fault troubleshooting and a controller exchange was planned if patient was stable.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was returned for evaluation. A review of the manufacturing documentation confirmed that the controller met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis of the returned controller revealed that the unit passed functional testing; the connection between a driveline and the controller was stable. Furthermore, there was no visible contamination on the driveline port. Visual inspection revealed that the power port 1 connector was loose. This observation is not related to the reported event. Based on an internal investigation, the most likely root cause of the loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Log file analysis revealed three reactivation events indicating that a stator was attempting to reactivate. An electrical fault alarm was logged on (B)(6) 2017 due to an open phase in the rear stator, causing the pump to run on the front stator only. A vad disconnect alarm due to a physical disconnection of the driveline from the controller was logged. The driveline was reconnected and a motor start event was recorded. Four (4) low flow alarms were logged between (B)(6) 2017 and (B)(6) 2017; the low flow alarms were likely related to the clinical state of the patient. There were no additional findings relevant to the reported event. As a result, the reported event was confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving electrical fault alarms can be attributed, but not limited, to a driveline cable or connector malfunction, foreign material inside of the driveline connector and/or due to a marginal driveline connection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was further reported that the patient was discharged after pneumonia resolved. The patient is at home and feeling well. No further patient complications have been reported as a result of this event. (B)(4).heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.